Manufacturer narrative:
The insulin pump had intermittent button response due to flattened act button dome switch. The insulin pump had no unlocked lcd keypad connector. The pump had minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer's mother reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 130 mg/dl. The customer's mother stated that the pump is not responding when she presses the act button. The mother stated that the act button stopped working properly about a week ago. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.